Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, that upon removal of sensor pod from the patient's abdomen, the patient experienced a sensor wire that was missing from sensor pod. Sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached sensor wire upon sensor removal. Sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.